Event description:
On q pump dual lumen, distal connection end of one lumen missing from point of filter. Device filled with medication provided by pharmedium. Defect detected at dispense phase. Did not reach a patient. This issue and report is isolated to the device defect.